Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in an ear, nose and throat (ent) procedure, after successful registration, the surgeon navigated normally. Mid-surgery, the axiem box gave a fault in communication error and stopped working. The led on the emitter was giving one blinking slowly and one orange led on the front, at the fault led. In trouble-shooting, performed a navigation system re-boot, total power-down/power-cycle, un-plugged/re-plugged all ports, checked power cable and usb cable and swapped the usb ports on the computer. Issue was not resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system, using an endoscopy. There was no impact on patient outcome.

Manufacturer narrative:
Return requested. Replacement axiem 4-port shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.